Event description:
Boston scientific became aware of the event involving a wallflex esophageal stent through the article "use of over-the-scope clips in the management of refractory postbanding ulcer bleed in a patient after liver transplant" by disha sharma, et al. A retrospective study was conducted on a patient with alcohol-associated cirrhosis, child-pugh class c with anemia. Two weeks post liver transplant, the patient presented hematemesis and active bleeding from the banding ulcer bed. Esophagogastroduodenoscopy was performed to confirm the bleeding. After 24 hours, a repeat esophagogastroduodenoscopy was performed, and a wallflex esophageal stent was deployed to tamponade the bleeding. Patient's bleeding stabilized for two days. Chest xray was performed, and it was noted that the esophageal stent migrated into the stomach and bleeding recurred. Repeat urgent egd was performed and revealed two esophageal ulcers with an exposed vessels at 32 cm from incisors which was treated with epinephrine injection and bipolar coagulation. However, hemostasis was unsuccessful. One ovesco over-the-scope clip was then deployed, followed by two additional hemoclips. As the bleeding continued, a second ovesco clip was placed, and hemostasis was achieved. 2 months later, the ovesco clips and the migrated stent were removed endoscopically. The patient was doing well six months post-transplant. Please see the reference article for full details. Note: it was reported that a wallflex esophageal stent was used to tamponade the bleeding. However, per the wallflex esophageal fully covered stent system directions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device in not indicated for placement in patients who have an underlying bleeding diathesis.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The manufacturer aware date was used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block g2: literature source: disha sharma, et al. "Use of over-the-scope clips in the management of refractory postbanding ulcer bleed in a patient after liver transplant", acg case rep j 2024;11:e01241. Doi:10.14309/crj.0000000000001241. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of esophagogastroduodenoscopy. Imdrf impact code f2203 captures the reportable event of x-ray imaging. Imdrf impact code f2301 captures the reportable event of hemoclips and ovesco clips used. Imdrf impact code f2303 captures the reportable event of epinephrine injection.

Event description:
Boston scientific became aware of the event involving a wallflex esophageal stent through the article "use of over-the-scope clips in the management of refractory postbanding ulcer bleed in a patient after liver transplant" by disha sharma, et al. A retrospective study was conducted on a patient with alcohol-associated cirrhosis, child-pugh class c with anemia. Two weeks post liver transplant, the patient presented hematemesis and active bleeding from the banding ulcer bed. Esophagogastroduodenoscopy was performed to confirm the bleeding. After 24 hours, a repeat esophagogastroduodenoscopy was performed, and a wallflex esophageal stent was deployed to tamponade the bleeding. Patient's bleeding stabilized for two days. Chest xray was performed, and it was noted that the esophageal stent migrated into the stomach and bleeding recurred. Repeat urgent egd was performed and revealed two esophageal ulcers with an exposed vessels at 32 cm from incisors which was treated with epinephrine injection and bipolar coagulation. However, hemostasis was unsuccessful. One ovesco over-the-scope clip was then deployed, followed by two additional hemoclips. As the bleeding continued, a second ovesco clip was placed, and hemostasis was achieved. 2 months later, the ovesco clips and the migrated stent were removed endoscopically. The patient was doing well six months post-transplant. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The manufacturer aware date was used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: department of gastroenterology, university of maryland medical center; reported here as the facility name exceeded the character limit for the designated field. Block g2: literature source: disha sharma, et al. "Use of over-the-scope clips in the management of refractory postbanding ulcer bleed in a patient after liver transplant", acg case rep j 2024;11:e01241. Doi:10.14309/crj.0000000000001241. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of esophagogastroduodenoscopy. Imdrf impact code f2203 captures the reportable event of x-ray imaging. Imdrf impact code f2301 captures the reportable event of hemoclips and ovesco clips used. Imdrf impact code f2303 captures the reportable event of epinephrine injection.